Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached incident details: pt had appt for 4g of magnesium over 4 hours. 1 hour into the infusion, writer noted that the IV piggyback tubing was wet, and the bottom of drip chamber was leaking. Approximately half of the IV bag of magnesium appeared to be empty. Writer checked that the infusion rate was correct and pt was stable and voiced no concerns. Writer changed the IV tubing and continued with the infusion at the current rate. Due to the reduced fluid in the bag, the IV bag emptied 1 hour earlier than anticipated. Vitals remained stable throughout infusion. Impact of incident: pt likely did not receive the full dose of 4g of magnesium

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of dripping/leaking near drip chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 10016073 lot number 24019174 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.